Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the leading haptic was straight and the plunger is veering off on an angle within the injector. The procedure was completed with alternative lens and there was no patient harm. Additional information has been requested. There are five medical device reports associated with this report. This is 1 of 5.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The plunger underride has misfolded and rotated the optic to the left side of the plunger in the device. The plunger was exceedingly shifted toward the right side of the device due to the misfolded lens position. The trailing haptic was broken in the gusset area and the distal haptic was advanced onto the anterior optic surface to the left of the plunger. The leading haptic was extended into an unacceptable twisted corkscrew position. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger underride was observed which has misfolded and shifted the lens to the left of the plunger and exaggerated the movement of the advancing plunger to the right in the device. The lens, haptics, and plunger were not in acceptable positions for advancement due to the plunger underride. The reported straight leading haptic position was not observed. The leading haptic was in an unacceptable twisted corkscrew position. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed. The IFU instructs: fully insert the ophthalmic viscoelastic device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill-to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.